Event description:
It was reported that bd posiflush¿ normal saline syringe leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 306547 batch no: 9052850. It was reported that 5 syringes have been leaking out beyond the rubber plunger. Per customer email: nurse was flushing patient's port with 10 ml pre-filled saline syringe. Nurse reports that while flushing, fluid leaked out beyond rubber plunger and sprayed. This is third incident in approx. One week experienced by this nurse. Confirmed with nurse that leakage not felt to be the result of cross-threading at the luer lock, but from around the rubber plunger of the syringe. The pre-filled saline syringes have been leaking out beyond the rubber plunger. The issue started with the last two orders placed on 03/22 and 04/11 with the most recent incident being today. The lot number in question is: #9052850. There have been at least two incidents in the last week. All syringes were not reported as defective from the last couple of orders. However, the most recent order included three syringes that were defective.

Manufacturer narrative:
One sample was received. Visual inspection was performed. No damage was observed. A tip cap was assembled and saline solution was added. A functional test was performed finding no leakage past stopper. Root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
The following fields have been updated with corrections: PMA/510(k)#: k161552.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 306547 batch no: 9052850. It was reported that 5 syringes have been leaking out beyond the rubber plunger. Per customer email: nurse was flushing patient's port with 10 ml pre-filled saline syringe. Nurse reports that while flushing, fluid leaked out beyond rubber plunger and sprayed. This is third incident in approx. One week experienced by this nurse. Confirmed with nurse that leakage not felt to be the result of cross-threading at the luer lock, but from around the rubber plunger of the syringe. The pre-filled saline syringes have been leaking out beyond the rubber plunger. The issue started with the last two orders placed on 03/22 and 04/11 with the most recent incident being today. The lot number in question is: #9052850. There have been at least two incidents in the last week. All syringes were not reported as defective from the last couple of orders. However, the most recent order included three syringes that were defective.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 306547, batch no: 9052850. It was reported that 5 syringes have been leaking out beyond the rubber plunger. Per customer email: nurse was flushing patient's port with 10 ml pre-filled saline syringe. Nurse reports that while flushing, fluid leaked out beyond rubber plunger and sprayed. This is third incident in approx. One week experienced by this nurse. Confirmed with nurse that leakage not felt to be the result of cross-threading at the luer lock, but from around the rubber plunger of the syringe. The pre-filled saline syringes have been leaking out beyond the rubber plunger. The issue started with the last two orders placed on 03/22 and 04/11 with the most recent incident being today. The lot number in question is: #9052850. There have been at least two incidents in the last week. All syringes were not reported as defective from the last couple of orders. However, the most recent order included three syringes that were defective.